Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high increasing thresholds and high increasing pacing impedance. The pace/sense portion of the lead was capped with the high voltage portion of the lead remaining in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.